Event description:
The customer reported that on 10/18/2011 a reagent probe b leak was observed on a synchron lx20 clinical chemistry system. The healthcare workers interfacing with the machine were wearing personal protective equipment. No personnel sought any medical attention in association with this event. No death or injury was associated with this event. There was a spill/exposure plan in place at the facility and the material safety data sheet was offered to the customer. The customer indicated that no erroneous patient results were generated as a result of this leak. Beckman coulter inc. Assessment of customer supplied data revealed that two pairs of creatine kinase (ck) initial and repeat patient results collectively did not meet the precision claims of the assay. The customer indicated that no corrected reports were issued in association with this event. Although the imprecise ck results were reported outside of the laboratory there were no reports of death, serious injury or modification to patient treatment associated or attributed to these imprecise results. The samples were serum or urine.

Manufacturer narrative:
Service was dispatched to the site on 10/19/2011 and 10/21/2011 for this event. The field service engineer (fse) replaced the a/b valve assembly, the vacuum valve, and the a/b valve drive assembly. The fse calibrated several assays and ran quality control for all assays with no issues noted. No further leaking was observed. Upon the completion of the necessary and verified repairs the instrument was returned into operation.